Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # n53g4v. (B)(4). Potential patient consequences (stricture) won't be known for some time. Could take weeks before it is known. The patient is currently on a liquid diet. The analysis found that one plee60a device was returned in good visual condition and with a gst60t cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a gastric sleeve procedure on the second firing of the stapler, it fired and fully cut however the staples did not curve over. They were all goal posts. The procedure was completed by sewing the stomach shut and using another unknown device to complete the procedure.